Event description:
A retrievable inferior vena cava (ivc) filter was placed prophylactically after a motor vehicle accident. After determining the patient was no longer at risk for deep vein thrombosis and because of young age, the patient returned for removal/retrieval of ivc filter a few months later. Between the time it was placed and the removal/retrieval date, a leg of the filter broke off and split. One piece was embedded in the inferior vena cava and another piece went into a branch of the pulmonary artery. This did not occur during either procedure.the main part of the device was retrieved along with the piece of the device from the vena cava. A third piece of the device remains inside the patient and will not be removed per physician (believed to be inside an artery in the lung).